Manufacturer narrative:
No further information concerning this report is available at this time. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this device recorded a code 1003 indicative of battery voltage too low for the projected remaining capacity. The code was discovered at pre-implant. The yellow alert was cleared, but then a red alert was triggered. The device was never in service. No patient involvement.